Event description:
It was reported that the pumps were alerting, no disposable, pump won't run." Patient tried to use a backup cassette, but it didn't work. Lot number unavailable. Patient was feeling generally fatigued and short of breath with no medication and went to hospital. The product will not be returned. It was reported that the issue was resolved.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.